Event description:
A malfunction alarm occurred due to a malfunction code displayed as "malf 9," which was resolved by technical support guiding the customer in resetting the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the pump and to contact them again if the malfunction code reappeared, which the customer acknowledged and understood.